Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The blood glucose value associated with the triggered suspend event was 77 mg/dl. Sensor glucose value that triggered the suspend on low or suspend before low event was below 50. Insulin delivery was suspended due to sensor glucose vs blood glucose difference. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 random opened/used sensor and performed continuity resistance test and sensor failed per specifications.